Event description:
It was reported that the lesion was located in the left anterior descending artery (lad). After the predilatation, the xience v stent delivery system (sds) was inserted into the lad. But, before reaching the lesion, the stent dislodged from the sds into the lad. The sds was pulled back and an unk balloon (1.5 mm x 15 mm) was inserted to deploy the stent. The balloon was changed to an unk 2.5 mm x 15 mm balloon to dilate the stent in the lad. There was no reported pt sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.